Event description:
The user facility reported that wire would not pass through the needle. Inspection of wire showed that the wire was not fully coiled at the tip. There was no blood loss. The type of procedure performed was a peripheral angiogram. Additional information was received on 07feb2025: the patient is stable and a new glidesheath slender (gss) was used to complete the procedure successfully.

Manufacturer narrative:
A1: patient identifier: requested, not provided due to hospital policy. A2: age & date of birth: requested, not provided due to hospital policy. A3a: sex: requested, not provided due to hospital policy. A3b: gender: requested, not provided due to hospital policy. A4: weight: requested, not provided due to hospital policy. A5: ethnicity: requested, not provided due to hospital policy. A6: race: requested, not provided due to hospital policy. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed since the sample was not available for evaluation. The exact root cause cannot be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
This report is being sent as follow-up no. 2 to provide the device return date in section d9, to update section h3 and provide the completed investigation results. One 6fr gss was returned to terumo medical corporation for product evaluation. The returned sample included the shelf pack label, tray, dilator, sheath and guidewire. The returned sample was subjected to visual analysis. The needle was not returned. The guidewire was inspected and was uncoiled at the tip. The coil appeared to be on the tip of the wire. The complaint can be confirmed for guidewire mechanical damage. The deformation prevented the guidewire from going into the sheath. A supplier corrective action notification was initiated. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. Currently no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).